Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the laparoscope exhibited a green image, and the white balance could not be done due to a defective charged coupled device unit. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is presumed that distorted image could be attributed to the r-unit (charged coupled device) as well as the color malfunction ¿green/purple image¿ could have attributed to a defect in the r-unit.no adverse event was occurred. Olympus will continue to monitor field performance for this device.